Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device recognized the attached adult electrode pads as pediatric electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, multifunction cable (mfc), and ECG cable and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The mfc (multi-function cable), ECG cable, and open pads were provided for evaluation and passed testing with the device. Minor damage was noted on the pad connector, though it did not appear to affect cable function. No trend is associated with reports of this type.